Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion with cadd cleo infusion set the patient had to change the infusion set due to bleeding at the site after insertion and also glucose was found to be high. Upon removal the cannula was noted to be bent. There was patient involvement. No other adverse consequences were reported.